Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support again if the malfunction recurred.